Manufacturer narrative:
Pr#: (B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that after a cardioversion procedure the patient had a "minor burn" from the m3501a defib pads.